Event description:
Reporter has been using a minimed insulin infusion pump for 11 years. Reporter currently has the medtronic minimed 508 pump. Reporter has had problems with it since they first got this model. It continually fails for "electrostatic reasons". Reporter just had a problem again this evening. Reporter has had this model for almost 3 years and tomorrow they will be sending them their 5th pump. It is warrantied for 4 years but if they have no confidence in the pump it is pretty useless. First they claimed that it was because of the leather case and they gave them a new case, but obviously that didn't help. Reporter think's it is a problem within the pump and they should fix them or recall them and issue different pumps to the 508 users. Reporter is getting very frustrated with the co, because reporter has written them and spoken with several of their reps and get no where. Since minimed was purchased by medtronic the co has drastically changed and they don't care about the consumer.